Event description:
It was reported that an ilet pump¿s housing separated such that the inside of the pump was visible, and continued use was not recommended; the user was instructed to shut down the device and proceed with replacement, while continuing continuous glucose monitoring on dexcom if needed. Symptoms included no injury and no clinical effects reported. Outcomes included temporary interruption of pump therapy with data not transferable to the replacement device and planned return of the damaged unit. Investigation included customer interview and product evaluation to be performed upon receipt. Investigation of this case revealed a suspected enclosure or screen integrity failure with the screen usability uncertain at the time of report. It was concluded that the device exhibited a hardware failure of the exterior enclosure or display assembly, and replacement was warranted.